Event description:
It was reported that during a laparoscopic bariatric procedure, while using the product, it got stuck while firing according to sister. Used another product. Date of the procedure unknown. No patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec45a device was returned in good visual condition and with one ecr45w cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did the device deliver any staples or a cut line before it became stuck? Yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 5th stapler reload after the four strokes. During which stroke did the event occur? After complete firing would not open ,on bowel tissue had to tear it lose. What color cartridge was being used? White. Was buttressing material utilized? If so, which product? No buttressing. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No, but with opening it was stuck. F/u response from affiliate: was there any damage to the tissue as a result of the device not opening? Had to tear it lose no damage. How was the damage repaired? Sutured it. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.